Event description:
It was reported that a flo-gard infusion pump experienced a low battery alarm. This occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and an alarm log review were performed. The low battery alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged fuse which prevented the battery from charging. To correct the condition, the fuse and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.